Manufacturer narrative:
The power supply was returned to failure investigator (fi) lab for evaluation. Visual inspection of the exterior of the returned power supply revealed no evidence of damage or contamination. The power supply was installed in the fi test ventilator. An operational test was performed in normal ventilation mode and the ventilator power up from the ac and delivered breaths. The ac led was activated. The blower cooling fan and blower is functioning. The ventilator did not produce any failure during cycling the power and no failures were produced during five transitions through all the power sources. Fi technician run the power supply for an extended period of approximately four hours and the ventilator operates without any failures identified. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the unit was broken and checked diagnostics screen on ventilator and saw error code message of post timer/24v failure. The customer reported there was no patient involvement.